Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by arthroscopy, sports medicine, and rehabilitation titled "good to excellent functional short-term outcome and low revision rates following primary anterior cruciate ligament repair using suture augmentation." The study reviewed one hundred eighty-eight (88) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. Three (3) patients had a revision during the twenty-one (21) month follow-up period. Ref: schneider, k. N., et al. (2020). "Good to excellent functional short-term outcome and low revision rates following primary anterior cruciate ligament repair using suture augmentation." J clin med 9(10).